Manufacturer narrative:
A stryker field service the technician reviewed the device's electronic data and was unable to verify nor duplicate the reported issue. The root cause could not be determined. The contact pcb and battery pins were replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device randomly turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that their device randomly turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.